Event description:
Related manufacturer reference number: 2017865-2022-09501. During a clinic follow-up, r wave amplitude variation and a high capture threshold resulting in a loss of capture were observed on the right ventricular (rv) lead. During the revision procedure, the set screw of the device was unable to be loosened. As a result, the rv lead was unable to be removed from the device header. When attempting to remove the rv lead from the device header, the rv lead broke. Additionally, upon investigation, the set screw of the device was observed to be stripped. The rv lead and device were both explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of the lead connector broke into the header and failure to remove the lead from the header were confirmed, but the loss of capture and r-wave amplitude variation were not confirmed. As received, a partial lead was returned in one piece for analysis. Visual inspection of the lead showed that the connector pin was missing/not returned with the lead and the inner coil in this region was stretched, which is consistent with procedural damage. Electrical testing and x-ray examination did not reveal any indication of conductor fractures or internal shorts. The lead could not be tested with a device due to the connector pin being detached from the lead and was not returned, which is consistent with procedural damage. The cause of the reported events of the lead connector broke into the header and failure to remove the lead from the header were due to procedural damage.

Manufacturer narrative:
The reported events of the lead connector broke into the header and failure to remove the lead from the header were confirmed, but the loss of capture and r-wave amplitude variation were not confirmed. As received, a complete lead was returned in two pieces for analysis. Visual inspection of the lead showed that the connector pin was returned separated from the lead body and the inner coil in this region was stretched, which is consistent with procedural damage. Electrical testing and x-ray examination did not reveal any indication of conductor fractures or internal shorts. The lead could not be tested with a device due to the connector pin being detached from the lead body, which is consistent with procedural damage. The cause of the reported events of the lead connector broke into the header and the failure to remove the lead from the header was due to procedural damage.